Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laparoscopic procedure the flow is very slow, even when they increase the flow rate on the touch screen. It took too long to reach the target set pressure. Procedure was completed with the same device with no delays; it was functioning but very slow. No patient injury was reported. No negative impact in state of health reported.